Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Serial number non-existing as this is a non-production system exclusively used for in-house testing only. On 10/24/2016, software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic software engineer reported that while non-clinical testing of synergy spine 2.0.1 software an inaccuracy with the interbody inserter was noted. The software engineer was able to reproduce on a non-production system while navigating an interbody inserter. In a screenshot of spine 2.0.1, interbody inserter, 14x22 mm capstone, "navigate projection" it can be seen in trajectory views, how just touching the spinous process, and the axial view shows 5 to 6 millimeters into the spinous process. It is likely this is because the length added to the inserter tip along its trajectory to get the new navigated point is the entire implant length (22 millimeters), and it does not account for the distance the implant sits proximal to the inserter tip (5.8 millimeters). The inaccuracy would be noticeable in axial, sagittal, coronal, probe's eye, and look ahead, and anywhere else the navigated point (as opposed to the tool trajectory) is used to pick a slice (so, notably, not trajectory, look sideways, mip, synthetics, 3d, guidance, o-arm ap/lateral, or other 2d fluoro). Confirmed this occurs in synergy spine in 2.0.1 and 2.1 software. There was no patient present when this issue was identified.